Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens was torn while advancing in the injector. There was no patient contact.

Manufacturer narrative:
Evaluation: results - (other): visual inspection of the returned product showed that there was a tear across the optic and a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.